Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the right ventricle lead presented variation of the intrinsic amplitude between 1.6 and 6mv with an episode of high rate ventricle event between 130-160bpm. Technical services assessed this stored data and recommended increasing the sensitivity threshold through reprogramming. No adverse patient effects were reported. This device as far as the information that has been provided is still implanted and in service. Three attempts have been made through good faith effort with no response given on the resolution of reprogramming this device. Given no additional information is available, this report is now concluded. Should further information be received, the complaint will be reopened and a follow up report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up the right ventricle lead presented variation of the intrinsic amplitude between 1.6 and 6mv with an episode of high rate ventricle event between 130-160bpm. Technical services assessed this stored data and recommended increasing the sensitivity threshold through reprogramming. No adverse patient effects were reported. This device as far as the information that has been provided is still implanted and in service. Three attempts have been made through good faith effort with no response given on the resolution of reprogramming this device. Should further information be provided a follow up report will be sent.